Event description:
It was reported that the port was in place for 2 months of chemotherapy when the physician suspected a leak. An x-ray was performed and it showed the catheter had separated from the port. The entire system was surgically removed without any patient complications.